Event description:
Customer reported error message generated during validation testing on the galileo instrument.

Manufacturer narrative:
Result files were retrieved for investigation purposes. Immucor became aware that the two instruments at the facility, the instruments have an outdated version of the software installed. The bbxtracecodes.dat file classifies how error messages are handled in the software, either as a warning flag or as an invalid. The outdated file classifies the error as a warning but allows incorrect results to be released. The instrument software was upgraded from version 2 to 2.4 and tested. The instruments are performing according to specifications. Customer communication was released on september 28, 2009 to address this issue.